Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, two resolute onyx rx coronary drug eluting stents were implanted to treat a lesion. It is reported that acute stent thrombosis occurred less than 24 hours post stent implantation.